Manufacturer narrative:
The sample has been returned to arrow. Co's examination was unable to confirm the user's complaint. There was no evidence of any constriction in the catheter's central lumen.

Event description:
It was reported that following insertion of the iab, the central lumen clotted off after the second flushing of the catheter. The iab was removed and replaced with a competitor's product. There was no pt complication.